Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: stylet: model: neu_stylet_acc, lot# u, implanted: na, explanted: na.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2011-09384. Additional information received clarified that the correct manufacturing site was site #6000153.

Event description:
It was reported that the physician placed a lead, using a straight stylet, into the patient's epidural space. With intentions of rotating the lead, the physician removed the straight stylet and inserted a curved stylet. The physician felt a resistive force when inserting the new stylet and removed both the lead and the stylet from the patient. Upon examination of the lead, the doctor noticed that a wire inside the lead was broken 10 cm from the distal end. The physician completed the operation with another lead and the patient felt stimulation with "enough pain relief." Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of lead model 3877-45 lot # 0203374974 determined that the lead body was perforated by the stylet. The continuity was acceptable and there were no shorts between circuits. Analysis of stylet model unk serial # unk determined no anomaly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.